Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised due to instability. Update 10/04/2011 - litigation papers received. They allege that patient experienced pain and suffering, permanent physical injuries, and disfigurement, as well as excessive metal ion levels. Complaint was reopened to make cup, head, and sleeve reportable. Update 1/10/2012 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update rec'd 3/20/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, vertical cup, and infection. The stem wasn¿t revised during the revision. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/25/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reported asr devices have been obsoleted/discontinued/recalled from the market and will not be investigated further. A search of the complaints databases finds no other reports against the femoral stem product/lot code combination. The patient was initially implanted in november 2007 and revised for symptoms including infection, pain, and malpositioning in october 2009. It is not likely or reasonable to conclude the depuy device contributed to the patient's reported infection almost two years post primary implantation. No patient x-rays were provided and component positioning cannot be commented on. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for further corrective action has not been indicated.